Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the pdm delivered uncommanded boluses. This condition could contribute to hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's pdm (personal diabetes manager) delivered multiple unprogrammed boluses while the patient was at school. The patient reported while she was playing volleyball in the gym (time unknown by patient), she received a low bg alert. The pdm at that time was in a pouch on the patient's side. When the patient reviewed her pdm, she noticed 3 unprogrammed boluses had been delivered earlier that morning. The pdm's auto event history displayed 6 units delivered at 10:33 a.m., 4 units delivered at 10:45 a.m. And 3 units delivered at 10:54 a.m. The patient reported her last interaction with the controller was around 10 am that morning. The patient went to the nurse's station at school after receiving the low bg alert and noticing the unprogrammed boluses. The nurse put the patient's omnipod system in manual mode, then gave her food and juice as her bg levels had declined to 46 mg/dl. Patient's mother reported the controller has a pin (personal identification number) which only she, the patient and the school nurse know. It was discussed that in order to deliver a bolus, multiple button presses must occur including one to confirm and start the bolus delivery, however, the mother is insistent that the pdm administered bolus on its own without intervention.